Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the patient was placed under mac anesthesia on (B)(6) 2020, in order to remove overgrown tissue and change the abutment. The implanted device remains.